Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown; implanted:(B)(6) 2025; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient experienced migration, lead moved, or wire moved. It was confirmed that there was no connector migration. The product did not migrate around or entangle internal organs. The patient experienced loss of stimulation and loss of therapy as a result of migration. The cause of the event was patient accidentally turned the stimulation off. Troubleshooting was performed and the patient was assisted to set the device from previous settings p1 1.7. The patient stated that something fell off and the lead came out and therapy was off. The issue was not resolved and it was still ongoing.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.